Event description:
Reference MDR number: 1644487-2008-01396. It was reported the pt came into the office and their vns was not set to intended settings. Programming history was obtained for review. Programming history was reviewed. A fault error resulted in an inadvertent programming change, and subsequently the parameters were corrected but the off time was left at 60 minutes. It appears that pt left the office with sub-therapeutic settings.